Event description:
Caller reported compact plus blood glucose results of 205 mg/dl, 98 mg/dl, and 124 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.